Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy, bilateral salpingo oophorectomy, anterior/posterior repair, perineoplasty, sacrospinous vault suspension, and enterocele repair due to stress urinary incontinence,and symptomatic pelvic floor relaxation.

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth., concomitant medical products.